Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nn272k - columbus rp tibial plateau cemented t1+. According to the complaint description, the pronounced metallosis reaction in the knee with loosening and collapse of the tibial plateau after knee tep implantation 2009. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00874 (B)(4). Involved components. Nn310 - columbus rp gliding surface t1/1+ 10mm - 51497017.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2020-00874 (400493686 + nn014k). Involved components: nn310 - columbus rp gliding surface t1/1+ 10mm - 51497017.